Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 20gax1.16in prn ec slm npvc experienced an adapter/connector/ that was cracked/broken. The product defect was noted prior to use. The following information was provided by the initial reporter: it's noticed that catheter broken after unwrapped the package defective product wasn't used.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8358916. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual evaluation of samples submitted clearly displayed the pierced catheter, prompting bd engineer to evaluate the manufacturing process. At the conclusion of their review they were unable to identify any potential causes for this event. During the manufacturing process, every intima-ii is subjected to numerous inspection stations to detect occurrences such as the experienced by your facility. Unfortunately bd engineers were unable to determine the root cause for this event at this time. H3 other text : see section h.10.

Event description:
It was reported that the intima-ii y 20gax1.16in prn ec slm npvc experienced an adapter/connector/ that was cracked/broken. The product defect was noted prior to use. The following information was provided by the initial reporter: it's noticed that catheter broken after unwrapped the package defective product wasn't used.